Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and was able to confirm the reported issue. The stm found a damaged luer plug to safety disk. To fix the issue, the luer plug was replaced and the problem was solved. The stm verified calibration, as well as performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported, upon information and belief, that during a routine pre-check and prior to use, the cs300 intra-aortic balloon pump (iabp) had repeated auto fill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported, upon information and belief, that during a routine pre-check and prior to use, the cs300 intra-aortic balloon pump (iabp) had repeated auto fill failure. There was no patient involvement, and no adverse event reported.